Event description:
A delivery delay with a replacement adc device was reported. The customer initially reported the sensor detached prematurely and a replacement device was ordered. It was indicated that the customer went to the hospital and was provided unspecified treatment by a healthcare professional (hcp). No further details were provided. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint, and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history record) for the libre sensor kits were reviewed, and the dhrs showed the libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.